Manufacturer narrative:
Visual inspection of the persona tasp shim, 11mm cd identified that a bearing and spring were missing from the tasp shim. The bearing and spring were not returned. The bottom of the tasp shim was found to be scuffed. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The device is used for treatment. The corrective action has found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the shim is missing ball bearings.